Event description:
It was reported that the lead had impedances of >4000 ohms at three electrodes. After implant, the lead was connected to ins (implantable neurostimulator). Intraoperative measurement of impedances showed that lead had high impedances at three electrodes and no stimulation effect. The lead was disconnected from the ins and showed already high impedances at three electrodes. It was decided to explant the lead. After implantation of the new lead normal function was obtained and impedances were ok. Patient status at time of this report was noted as alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0207022173, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_cable/tlock, product type: screening device. Product ID neu_ wrench_acc, product type: accessory. Product ID neu_perc_extension, product type: extension. Product ID neu_stylet_acc, product type: accessory. Final analysis of the lead found no anomaly. The lead was tested with a known good screening cable. The screening cable was connected to an external neurostimulator, the lead proximal end was connected to the extension, while the distal end was placed in a .9% saline solution. Normal impedances were measured on all circuits and electrode pairs combination. Final analysis of the stylet found no anomaly. Final analysis of the wrench found no anomaly. Final analysis of the extension found no anomaly. Final analysis of the t-lock cable found no anomaly. (B)(4).